Event description:
It was reported that the customer's insulin pump alarmed motor error during the rewind process. The customer also confirmed other motor error alarms in the alarm history of the insulin pump. The customer's blood glucose was normal and did not require medical treatment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, and a cracked reservoir tube lip.